Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed poor measurements and x-ray confirmed dislodgement. It was noted that during the revision, while trying to turn out the screw of the lead, the whole lead was turning around and the screw stayed in the lead body. The ra lead was then extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.